Manufacturer narrative:
Product analysis: the complaints were confirmed. The fan was noisy and spinning inconsistently. A thermal sensor was found to be out of electrical specification. The handle was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's fan was noisy. It was further reported that the programmer was "running hot." The programmer was returned for service. There was no patient involvement. (B)(6) 2018: the programmer tested out of specification during manufacturer's analysis.